Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was failed. A field service engineer release and reseated cubie pockets and retractor band cable to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary half height cubie drawer was failed. The customer stated that there was a delay in dispensing workflow due to this issue was prolonging patient care. There were no adverse events or injuries reported based on this event.